Event description:
During the index procedure the pt had one endeavor resolute rx drug-eluting stent implanted in the proximal cx. Approximately 19 months post index procedure the pt underwent a revascularization of the lcx (lesion in target vessel at location other than target lesion) and the rca (non-target vessel). The pt had two 2.5 x 14 mm endeavor otw stents implanted in the ramus and one other brand stent implanted in the proximal rca. Approximately 22 months post index procedure the pt suffered a non-q wave mi. A diagnostic angiography was performed which revealed patent stents. The pt recovered with treatment and no other clinical sequelae were reported. (Ref MFR # 9612164201101110).

Manufacturer narrative:
(B)(4).